Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer was encountering an issue with the integrated electrosurgical unit (iesu) [erbe]. Customer stated that an error message c-00 was showing and they tried to restart without any success. Technical support engineer (tse) viewed the system event logs and noticed an error c-33. Tse explained that the erbe needed to be replaced and asked them if they could use an external forcetriad generator. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the error c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.